Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Pt states that his inrs have been erratic even prior to using the inratio meter in (B)(6) 2013. Results are as follows: date: (B)(6) 2013; inratio2 inr: 2.7; laboratory inr: 1.193. The time between testing was not provided. Therapeutic range 2.5 - 3.5 for the pt. There was no reported adverse pt sequela. There was no additional information provided.

Manufacturer narrative:
No data analysis was performed because pt was on lovenox. Limitations in product insert, "this test should not be used for pts on heparin therapy." This constitutes off-label use. No product was returned; therefore, retain products were used for pts on heparin therapy." This constitutes off-label use. No product was returned; therefore, retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Thirty three discrepant complaints have been reported for the product lot, yielding a complaint rate of 0.02 percent. Due to these low occurrence rates, below the action threshold; corrective action is not required at this time. There is no corrective action at this time, as no product deficiency was established.